Manufacturer narrative:
Section d4: correction. Section h4: correction. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas) serial number (B)(6), did not reveal any device-related issues. A direct correlation between the reported gi bleeding and the pump could not conclusively be determined through this investigation. It was reported that the patient was transplanted on (B)(6) 2020. (B)(6) was returned assembled with the pump cable severed approximately 11¿ from the pump body. The distal portion of the pump cable and the modular cable were not returned. The outflow graft conduit and apical cuff were returned attached to the pump fully engaged. The pump cover was properly secured to the motor housing. Examination of the blood contacting surfaces in the interior of the pump cover revealed a trace amount of blood, with no depositions or thrombus formations. The pump rotor and rotor well revealed no depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned and re-assembled for functional testing. The pump was put on a mock circulatory loop and tested under load conditions. The retrieved data revealed power consumption and pressure values which met manufacturing specifications. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Recurrent gi bleeds are captured under manufacturer report #: 2916596-2020-01377 and 2916596-2020-01586. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had (3) recurrent gi bleeds so the patient was elevated on the transplant list. The third gi bleed is estimated to have occurred on (B)(6) 2020. The patient underwent a heart transplant on (B)(6) 2020.